Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no reported impact on the customer's blood glucose level. Technical support instructed the caller to remove the case from the pump, inspect for debris, and clean specific areas. Despite efforts to reload the cartridge, the issue persisted, leading technical support to arrange for a replacement pump, which was under warranty. The caller was advised to use an alternative insulin delivery method temporarily and to follow procedures for returning the problematic pump.